Event description:
Same case as MDR ID#: 2134265-2012-01166. It was reported that during preparation for a rotational atherectomy treatment procedure, the guide wire fractured. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous left anterior descending artery (lad). During the platforming of the rotablator system to a speed of 180,000 rpms, the floppy rotawire guide wire fractured. Upon removal of the devices, the rotablator rotalink plus 1.75mm burr annulus was noted to be misshapened. The procedure was successfully completed with another of the same devices. No patient complications were reported, and status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The unit was not returned by the customer; therefore, no product analysis could be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).